Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014043. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-01-14. Medical device lot #: 1074698. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter - glass was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - glass. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "it looks like there are shards of glass in the tubes, as if the tube was made with shards of glass in them."